Event description:
A endovascular stent mounted on an ultra-thin balloon catheter was successfully advanced to the target lesion site in the pt's iliac artery. Upon attempted expansion of the stent, the balloon burst. Guidewire positioning was maintained and a smaller balloon was used to fully deploy the stent at the target lesion site. There were no clinical sequelae reported relative to the event.